Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, screws broke shortly after surgery. Revision surgery was performed. The products came in contact with the patient.

Manufacturer narrative:
X-ray analysis: l-3-s1 posterior spinal fusion, fracture of bilateral s1 screws is present. In limited views provided, it is di fficult to asses the fusion status. Length of time from surgery to fracture is unknown. 5.5mm screw diameter was used. No details available for patient size. Possible contributing factors include failure of fusion patient body habits and size of hardware used.

Manufacturer narrative:
Product analysis:visual review confirmed the implant is fractured between ~4-5 threads from the base of the bone screw head. Visual and optical examination of the area immediately adjacent area to the fracture origin; did not identify a material surface defect that could contribute to crack initiation and propagation. Examination of the fracture surface identified a multimodal fracture, with initial region of progressive convex striations (beach marks) approximately 30% of the way through the cross-sectional area, followed by another region of increased material disruption, river lines, and shear lips on both side of the fracture, which are consistent with overload, which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms major and minor diameters are within print specification. Conclusion: after visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant; unable to definitively determine a single root cause of the foregoing event due to evidence which can support multiple conclusions.